Manufacturer narrative:
It was reported in the initial report that the device failed pre-tests for check for safety, check for untrue running and check for general condition. During further evaluation, it was determined that the device failed pre-tests for check the attachment coupling, check for leakage, check proper function of the triggers and check falling out protection (steal ring). If additional information should become available, a supplemental medwatch report will be

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger was blocked (stuck), jammed, moved heavy, the yellow color mark was missing on coupling sleeve and the housing was leaking. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.